Event description:
A healthcare professional alleged that high control tests were performed using one of the facility's contour meter and the results were "hi" and 480 mg/dl. The high control range was 305-421 mg/dl. No adverse events were alleged. The caller was unable to determine which bottle of test strips gave the high result, so no product will be returned for evaluation.